Manufacturer narrative:
A tear was observed in the unexposed portion of the soft cannula and fluid was observed diverting through the tear upon rotation of the ratchet gear. Corrosion was found on the pink slide insert, the surrounding area and the pcb. The tear allowed fluid to divert from the intended fluid path and led to corrosion within the device. The damage to the unexposed portion of the soft cannula contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 450 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours. As treatment, a new pod was applied.